Event description:
During morning lab collection, the single lumen broviac broke open distally. The single lumen broviac line was changed [redacted] and was transduced with hep ns [heparin normal saline] at 1 ml/hr. There was a three way stop cock on the line where it was apparent the blood sampling occurred earlier in the day. The writer paused the hep ns infusion and obtained the labs from the 3 way stop cock. There was no resistance felt. The line appeared intact and without and twisting/bending/laxity. When the writer went to flush the line there was, again, no resistance and then there was a pop heard. The writer saw a small amount of blood and immediately clamped the broviac line proximal to the patient with 3 clamps. Writer observed the patient, which appeared to be unaffected by the incident, and immediately notified the charge nurse and the front-line provider. The physician was notified by the front-line provider and was at bedside to assess the line and patient within 5 minuets. The physician approved of the interventions in place and planned to remove the line later in the morning. The patient was made npo [nothing per mouth] and started on mivf [maintenance intravenous fluids] via his PICC [peripherally inserted central catheter]. Labs and blood were ordered.